Event description:
On (B)(6) 2013, at (B)(6) hospital, (B)(6), the customer reported that for cardiohelp unit (article number 70104.8012; serial number (B)(4)) that during long use the touchscreen would drift and require calibration. The customer has had to recalibrate the touchscreen on multiple occasions only to have it drift out of calibration each time. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the hmi board and the touch panel were replaced to fix the screen from drifting. A complete preventive maintenance and full functional and safety tests were performed per factor specifications. (B)(4).